Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse began to troubleshoot and received error messages 2231 bf overflow sensor 1 failure and 2235 bf probe 1 suction failure. The fse replaced both waste pump assemblies, the 2-way solenoid valve, and the wash probe assembly (bf1). The fse ran patient controls and quality controls (qc). All results were within acceptable range. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 2231 bf overflow sensor 1 failure was the wash probe (bf1) and waste pumps needed to be replaced.

Event description:
On (B)(6) 2016, a customer reported error 2231 bf overflow sensor 1 failure on the aia-900 instrument. The customer checked the wash probe and it was not leaking. The customer could not clear the error message. The customer is unable to run patient samples on progesterone (prog), follicle stimulating hormone (fsh), and estradiol (e2). On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prog, fsh, and e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.